Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported this lead exhibited impedance issues.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.during the visual inspection, deformations of the inner coil close to the is1 connector pin were found. Further investigations indicated that these damages were caused by over-rotation of the inner coil during retraction of the fixation helix.in addition, cuts in the insulation were observed which most likely occurred during the extraction procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported oor impedances. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.